Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high fever and unstable blood glucose values. The cause of death was unknown. The caller stated that the customer was on dialysis and that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as soon as the customer was hospitalized. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.